Event description:
The customer reported to philips healthcare that the heartstart xl was beeping and requires a service. This is a training xl and not used in patient care. The unit is not turning on.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.